Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an inaccurate high result on the lifescan meter compared to "129 mg/dl" on a laboratory device, performed within 10-30 minutes of each other. The reporter was unable to provide the result on the subject meter, but alleged that it was higher than the laboratory result. This complaint is being reported because the results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.